Manufacturer narrative:
Manufacturer has initiated a follow up with the hcp at (B)(6) clinic and (B)(6) otoplastic to obtain additional information on the incident. The manufacturer has requested the device to be returned for analysis but got informed the device has been discarded and is not available. The follow up with (B)(6) otoplastic states there was no surgery needed, as the debris material was completely removed by the ent from the patient's ear. The eardrum was slightly perforated but is expected to heal without the need for surgery. Pictures obtained from the ent upon this removal has been shared by (B)(6) with sonova. After careful analysis of the pictures provided, sonova cannot confirm there was a defect or malfunction of its device. The bonding between the seal and core seems to be good, which lays production error to be rather doubtful. The manufacturing records of the concerned batch were reviewed were no concerns, especially to the curing time, have been identified. Additional information received during investigation from (B)(6) otoplastic, manufacturer of otoform xpand, the impression fluid used in the procedure indicates the silicone material used in the procedure was within its specifications. The follow up with the hcp who assisted the apprentice in the impression taking procedure confirms the antibiotics were given pro forma, there was no ear infection diagnosed. According to the hcp narrative the tool used for insertion of the otoblock was not the one instructed by the user manual of the device (tweezers and light stick used, while the otoscope is the tool instructed to be used by the user guide). Additionally, the hcp believes the size of the otoblock used was too small and did not seal the ear canal fully or the seal opened up, which lead to the injection material going through the space between the ear canal and otoblock. The hcp confirms there were no other or similar issues with the other otoblocks from the same batch. The hcp confirms no surgery was needed as the material has been removed from the patient's ear. The patient is doing well, the ear looks good, the eardrum was intact, and the ear was put on rest. The manufacturer has reviewed the user guide of the device and the corresponding risk files and identified appropriate entries corresponding to the event. The user guide contains a warning that the device can only be used by the hearing care professionals according to its purpose. The risk of non-hcp using otoblock, which can result in a hazardous situation of the impression material passing the otoblock and reaching tympanic membrane, is already addressed in the device's risk file. The user guide indicates to use the otoscope as an insertion tool. The risk of using a wrong insertion tool is addressed in the risk file of the device. Using a different tool can lead to the device not optimally sealing against the ear canal, which can result in the insertion material penetrating the ear canal and reaching the tympanic membrane. Therefore, the user guide explicitly indicates the otoscope as the insertion tool and guides to perform otoscopy after placement of the device to check the seal. Instruction leaflet of easyview otoblock (user guide) contains a warning cautioning the hcp against inconsistent sizing and usage of the product for patients with a perforated or missing tympanic membrane or other abnormality of the middle or outer ear. Furthermore, to explicitly communicate the importance of consulting the instruction for use, the manufacturer has also addressed the risk of using the otoblock without reading or consulting instruction for use and addressed it using appropriate symbol as per iso 15223:2012 §5.4.3 on the outer packaging and in instruction leaflet to inform a user that it is mandatory to consult the user manual. This is the final report.

Event description:
On may 21st, sonova ag was informed by (B)(6) about an incident that occurred at (B)(6) during ear impression procedure involving easyview otoblock (manufactured by sonova ag) and otoform xpand (manufactured by dreve otoplastic). It has been reported that the impression was too deep and fixed in the ear and could not be removed by the hcp - the acoustician. The patient then consulted an ent. Extent of the injury: the auditory canal has been injured. The eardrum is affected; surgery may be necessary. The patient is currently still undergoing treatment as the material could not be completely removed. The material has penetrated to the eardrum and there are residues on the eardrum. Surgery may be necessary. The impression was taken by a second-year apprentice, an hcp accompanied the impression taking.